Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right atrial and right ventricular lead. No intervention or adverse patient consequences were reported.